Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx five mos post procedure, the pt was reassessed for symptoms of vaginal discharge and vaginal dehiscence. The pt remains continent. The sling material is scheduled to be removed. The device has not been rec'd for eval. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."